Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable had visible damage and the device would not interrogate, the cable would cause the programmer to power down and not power back up until the head cable was disconnected. As a result the cable was replaced. It was also noted that the lens was cracked and the label was missing the laminate backing. (B)(4).